Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, a review of the pump history showed multiple low battery warnings and multiple replace battery alarms were emitted. There was evidence of excessive battery usage and voltage drops observed in the black box. During testing, current draws were found not to be within specifications. The pump cover was removed and a defective electrical component was found on the printed circuit board causing short battery life. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a component on the printed circuit board had failed. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.